Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter displayed an error 2 message. The complaint was classified based the customer care advocate (cca) documentation. The patient reported that the error 2 message presented at 03:00pm on (B)(6) 2014. He did not state whether the error message was intermittent or persistent. The patient detailed that he manages his diabetes with a combination of oral medication, diet and exercise and denied taking any action regarding his usual diabetes management regimen in response to the meter issue. The patient claimed that he had developed symptom of feeling ¿dizzy¿ one hour prior to the error 2 message displaying. It is not known if the patient's health condition deteriorated after the error message appeared. The patient reported that on (B)(6) 2014 at 06:00pm he was treated with IV fluids in an emergency room setting and that on (B)(6) 2014 a blood glucose test was performed on an ER/hospital meter, which gave a result of ¿303mg/dl¿ at the time of troubleshooting, the cca walked the patient through a retest and noted that the patient successfully obtained a reading with the subject meter and that the alleged issue was resolved. It was not the first time the patient had used the meter and the correct test strips were used. Replacement products were sent to the patient. Although it cannot be confirmed if the subject meter malfunctioned as the meter issue was resolved with troubleshooting, this complaint is being reported because the patient allegedly received medical intervention from a healthcare professional for a blood glucose excursion after the alleged meter issue began.